Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a non bsc guidewire was passed through the spyscope ds but did not come through the tip of the device. The guidewire was replaced with another non bsc guidewire and it passed through; however, the working channel sleeve of the spyscope ds protruded. It was also found that the image distorted. They decided not to use this device. Reportedly, no part of the spyscope ds device was detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked in several locations, beginning near the distal end. As received, the working channel sleeve protruded, confirming the complaint. The tips of the protruding sleeve were frayed. Maximum protrusion was observed when the small knob was articulated counterclockwise and the large knob articulated clockwise. A functional evaluation was performed. The reported complaint incident of ¿inadequate visualization ¿ poor image quality¿ was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The handle was opened and it was found within specification. A functional assessment of passability was performed. A guidewire (gw) was frontloaded and backloaded; no resistance was felt when advancing the accessory in either direction. A functional assessment was then performed using the two guidewires used in the field and returned with the device was backloaded through the distal end of the device. Resistance was observed in the breakout mold inside of the handle. The handle was opened and the breakout examined. It is likely that the two halves of the breakout were not properly aligned during the welding process, creating a small ridge that both guidewires were catching on. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b].  Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a non bsc guidewire was passed through the spyscope ds but did not come through the tip of the device. The guidewire was replaced with another non bsc guidewire and it passed through; however, the working channel sleeve of the spyscope ds protruded. It was also found that the image distorted. They decided not to use this device. Reportedly, no part of the spyscope ds device was detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.